Manufacturer narrative:
Correction in: lot number and catalog number: unknown. Device is not available for evaluation. Device was not returned to manufacturer.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with alarm sounding and "short circuit detected" error message on port a only. Cause of alarm and error is shorted electronic components on the main pcb. Reason for electronic component failure is unknown but a shorted out mdu is a possibility. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be defective electronic components on the main digital pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during knee scope surgery, the device showed a short circuit error and it was warm. A backup device was available to complete the procedure with no delay or patient injuries.

Event description:
It was reported that during knee scope surgery, the handpiece was warm. There was no delay or patient injuries reported but it is unknown if a backup was available to complete the procedure. Attempts were made to retrieve further details about the event but the complainant does not have more information.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Correction in: device brand name should be unknown. Product code: hab. PMA/510(k)number: exempt.